Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110024773, juggerstitch curved implant, lot # 66111110. G2: taiwan. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00125 h3 other text : not returned.

Event description:
The needle fractured during surgery and the anchor could not be hit. Another was used to complete the surgery. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified only the sutures were returned for one part. One part was cycled and both tips are broken. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.